Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested; no new information has been received to date.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band in the mitral position, this band was explanted and replaced. No specific failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this band was replaced with a bioprosthetic mitral valve because the repair did not work. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.